Event description:
On (B)(6) 2015, the reporter contacted lifescan france, alleging that the subject meter read inaccurately compared to another device. The reporter could not specify the results obtained on either devices. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.